Manufacturer narrative:
The unusual position of the pt requires special attention by the operator to ensure that no body parts or objects are unintentionally interfering with the system movement. A red emergency stop pushbutton is available to the operator to stop all unintended device movements. The reported issue is under investigation and a supplemental report will be submitted once add'l info has been received. This report was submitted december 17, 2014. Customer's address: (B)(6).

Event description:
It was reported that a customer was trying to perform a biopsy on a bariatric pt on the mammomat inspiration system. After multiple unsuccessful positioning attempts the customer tried the r-lm position. The pt was positioned lying on the chair with legs facing the tube. Accidently the pt touched the button for tube rotation with her leg and the tube started to rotate downwards. The tube hit the pt's legs and the chair shifting the system stand by approx 10 cm. The tube movement immediately stopped when the pt moved the leg away from the button. No injuries were reported in this case. The reported event occurred in (B)(6).